Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 38 for a motor stall that persisted after restart, prompting replacement and reversion to back-up therapy; during the event the user experienced hyperglycemia up to 315 mg/dl for about two hours, used no back-up therapy for correction, tested ketones with negative results, and reported no medical intervention, outside assistance, or acute complications while using a cartridge direct (cd) infusion set. Symptoms included elevated blood glucose. Outcomes included interruption of device therapy and replacement of the pump with instructions to shut down the device and return it, with data not transferring to the replacement. Investigation included internal review of the reported alarm and logistical arrangements for device return and data synchronization via the mobile app. Investigation of this case revealed a consecutive stalled motor alarm consistent with a motor function failure localized to the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor drive system.